Event description:
Same case as MFR#: 2134265-2009-07409. It was reported that during a percutaneous transluminal angioplasty procedure, the balloon was stuck on the wire. The target lesion was located in the moderately calcified and non tortuous superficial femoral artery. A platinum plus guidewire was placed in the lesion. The sterling over-the-wire balloon catheter was then advanced over the guide wire. The balloon was inflated once to 8 atmospheres. Upon removal of the sterling, resistance was noted. The balloon catheter had become stuck on the platinum plus guidewire. Both devices were removed from the pt. There were no pt complications reported and the pt's condition is reported as "fine".

Event description:
Same case as MFR#: 2134265-2009-07409. It was reported that during a percutaneous transluminal angioplasty procedure, the balloon was stuck on the wire. The target lesion was located in the moderately calcified and non tortuous superficial femoral artery. A platinum plus guidewire was placed in the lesion. The sterling over-the-wire balloon catheter was then advanced over the guide wire. The balloon was inflated once to 8 atmospheres. Upon removal of the sterling, resistance was noted. The balloon catheter had become stuck on the platinum plus guidewire. Both devices were removed from the patient. There were no patient complications reported and the patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned guide wire was received engaged in the lumen of the balloon catheter and was unable to be removed. Visual examination revealed the distal platinum tip was severely elongated and the core wire was fractured approximately 3cm proximal from the distal end. No dimensional anomalies were observed and no other damage or inconsistencies were noted to this specimen during the analysis. Lab analysis revealed both proximal and distal fracture sites and the majority of the fracture surface exhibited evidence of corrosion that occurred post fracture. The damage at the fracture site is consistent with a bending action. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).